Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant while the patient was still in the procedure room bu the pocket closed, it was observed on electrocardiogram (EKG) that the left ventricular lead was not capturing. The lead was noted to have dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.